Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed a battery voltage 2.58v (middle of life 2) and a charge time 16.1 seconds, however the device displayed elective replacement indicator (eri). A manual capacitor reform was completed and the charge time increased to 21.8 seconds which was eri. The patient was under going radiation treatment for 3 weeks to his left ear. The patient was scheduled for a device change, however he became septic and the procedure was put on hold. Upon later interrogatio the device displayed a montoring voltage and charge time that was not consistent with eri indicators. The device was explanted and replaced.